Event description:
During a surgical procedure, the lap sponge was noted to be falling apart in the surgical site.

Manufacturer narrative:
It was reported that during an open heart surgical procedure, a lap sponge was noted to be falling apart in the chest cavity. Pieces were removed and the surgical site was irrigated. No further treatment was initiated and no other complications noted. The sample was returned and evaluated. It was severely soiled with blood. Holes were noted in the lap sponge. The edges of the holes were somewhat smooth and had the appearance of being cut rather than torn or ripped. No other similar incident has been reported to us. A root cause was not determined, but we cannot rule out the possibility that the damage to the lap sponge may have been caused by an instrument during the surgical procedure.